Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient contacted fresenius technical support to request assistance with correcting the date and time on the cycler. The patient then stated that a fluid leak was discovered. The patient was not connected during the incident. The fluid leak was discovered in step 9 of treatment complete. Fluid was found in the pump module area; no fluid was found on the external portion of the cassette. The film on the back of the cassette was not loose. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. Upon followup the patient's peritoneal dialysis registered nurse (pdrn) confirmed the reported event and stated the patient was trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed. The pdrn stated the patient was able to complete peritoneal dialysis treatment using continuous ambulatory peritoneal dialysis (capd). Per pdrn the patient was prescribed vancomycin prophylactically since the fluid leak event on (B)(6) 2023 and will continue administration for a total of two weeks. Per pdrn the fluid cultures have remained negative. The patient did not develop any symptoms, adverse events, injuries, or require any other form of medical intervention as a result of the reported event. The liberty cycler set used by the patient was discarded and is no longer available for return for physical evaluation by the manufacturer.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A peritoneal dialysis (pd) patient contacted fresenius technical support to request assistance with correcting the date and time on the cycler. The patient then stated that a fluid leak was discovered. The patient was not connected during the incident. The fluid leak was discovered in step 9 of treatment complete. Fluid was found in the pump module area; no fluid was found on the external portion of the cassette. The film on the back of the cassette was not loose. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. Upon followup the patient's peritoneal dialysis registered nurse (pdrn) confirmed the reported event and stated the patient was trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed. The pdrn stated the patient was able to complete peritoneal dialysis treatment using continuous ambulatory peritoneal dialysis (capd). Per pdrn the patient was prescribed vancomycin prophylactically since the fluid leak event on (B)(6) 2023 and will continue administration for a total of two weeks. Per pdrn the fluid cultures have remained negative. The patient did not develop any symptoms, adverse events, injuries, or require any other form of medical intervention as a result of the reported event. The liberty cycler set used by the patient was discarded and is no longer available for return for physical evaluation by the manufacturer.